Event description:
New information received notes the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2017. The patient was stable throughout.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented in clinic after experiencing a vibration from their implantable cardioverter defibrillator. The device was unable to be interrogated. Multiple unsuccessful telemetry tests were noted. The cause of the battery failure unknown, premature battery depletion is suspected. No intervention reported. Device replacement was discussed. The patient was asymptomatic throughout.